Event description:
It was reported that during a da vinci hemicolectomy procedure, the vessel sealer instrument would not activate and seal. The initial reporter, whom was present during the surgical procedure, stated that no error messages were received. When the surgical staff became aware of the vessel sealer instrument malfunction, they immediately removed it and replaced it with a backup instrument and the procedure was completed. No patient injury, intervention or post-operative complications were reported.

Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Visual inspection found a lot of debris on the rails and surface of the instrument. It was placed on an in-house system, and self-test and cut-test passed; although, the seal test did not create much steam. The jaw gap inspection failed. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusions: the vessel sealer instrument allegedly would not activate and seal during the hemicolectomy procedure and no error message was received.